Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately calcified and moderately tortuous anterior tibial artery. After a 0.014 non-bsc guide wire crossed the lesion, a 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was advanced for dilatation. However, on the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. It was also noted that there was no kink prior to use or resistance encountered during the procedure. The device was completely removed from the patient and the procedure was completed with another of same device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of coyote es balloon catheter. There was blood in the inflation lumen. Magnified inspection of the balloon revealed a pinhole in the balloon material over the markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or markerbands that could have contributed to the damage. Inspection of the remainder of the device, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately calcified and moderately tortuous anterior tibial artery. After a 0.014 non-bsc guide wire crossed the lesion, a 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, on the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. It was also noted that there was no kink prior to use or resistance encountered during the procedure. The device was completely removed from the patient and the procedure was completed with another of same device. No patient complications were reported and the patient's status was good.